Event description:
Leica biosystems rec'd info regarding sub-optimal processing of small skin biopsy samples and punch biopsies in approx 107 blocks from one (1) run, using peloris tissue processor. The laboratory advised the leica product applications specialist who was attending the site, that a use error involving incorrect completion a reagent replacement had been identified as the root cause of the sub-optimal tissue processing identified for the run completed on (B)(6) 2013. The laboratory advised that 30 blocks required re-processing; all tissue samples exhibiting sub-optimal processing were diagnosable.

Manufacturer narrative:
Bottle 7 (ethanol) was removed from the instrument for 3 seconds, which is not sufficient time to complete manual replacement of this reagent, and the corresponding reagent station was reset during the execution of the "small skins and punch bx's" protocol. Re-setting a reagent station sets the concentration to the default value configured in the reagent types definitions, unless an alternative value is entered into the instrument software by the user; and resets the number of cassettes processed and the number of cycles and days to zero. The user affirmed in the instrument software that the ethanol concentration was to be set to 100% in this instance. The ethanol concentration in bottle 7 prior to this user action was 89.7%. Bottle 7 was used for the final dehydration step of the "late scientist run" protocol from which sub-optimal tissue processing was reported because the instrument software uses reagent concentration to select reagent stations when executing a protocol. The required minimum final reagent concentration for ethanol is 98%. However, the actual ethanol concentration in bottle 7 was less than 89.7%. The consequences of using ethanol at less than the minimum final concentration are re-introduction of water into the tissue which cannot be displaced in subsequent processing steps and contamination of reagents used for subsequent processing steps, ultimately resulting in the sub-optimal tissue processing. The root cause for the sub-optimal tissue processing reported was a failure by the user to complete the manual reagent replacement process in accordance with the MFR instructions in the leica peloris/peloris ii user manual prior to commencement of the affected protocol.